Manufacturer narrative:
The supplier: (B)(4). Investigation of complained device: DHR - it was reviewed for the lot number and no issues or elevated scrap levels were observed. Returned sample - the device was inspected for grasper lock functionality and grip test per med-pd-008. The device passed inspection. Root cause - (B)(4) was unable to confirm the complaint non-conformance. Correction - (B)(4) is currently not producing m2516. Further actions: as a result of an adverse trend for (B)(4)devices exhibiting failure at the thumb-loop assembly joint., the malfunction has been investigated by the supplier, (B)(4), and a corrective action (scar) was performed. (B)(4) evaluated multiple batch # starting with m. (B)(4) re-designed the push rod fixture, increasing the clearance, to ensure that the fixture is appropriately stressing the entire soldering joint. Upon implementing the new fixture, it was verified that the new fixture does not hang up on the soldering as the old one did when testing a returned non-conforming sample. In addition to this scar, a CAPA was opened by aesculap inc. For further evaluation of the design transfer of this device.

Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if received.

Event description:
It was reported that there was an issue with a prestige grasper. During an unspecified gallbladder surgery, the grasper was noted as "not grasping and holding". There was no patient harm and no intervention required. There was an unknown delay. Additional information was not provided.

Manufacturer narrative:
The supplier was identified as (B)(4). Additional information / investigation results will be provided in a supplemental report, if received.

Event description:
Clarification was received: during a laparoscopic cholecystectomy, the grasper was not working properly. They were normally used to grasp the gallbladder and retract. The grasper was "not holding at all" causing inefficient visualization for the surgeon. This happened even when the grasper was fully closed and locked in place.